Event description:
It was reported that prior to use of the in.pact 018 drug coated balloon, a labelling and packaging issue was identified when the sterile packaging was labeled "not for human use." The product box was correct, but upon opening, the sterile packaging was found to be incorrectly labeled. The sterile barrier was not intact. No damage noted to outer packaging. The device was not used in a patient, and a new device was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the shipping carton returned opened the device was removed from the shipping carton and a not for human use sticker was on the back of the pouch the device was loose in the product tray medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.